Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, with pairing initially failing while the sensor was connected to an external receiver; the dexcom subsequently connected on its own after brief troubleshooting and education. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included remote troubleshooting and user guidance on connection steps. Investigation of this case revealed a transient connectivity issue during initial pairing without persistent malfunction, and normal function was restored once the cgm connected. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during setup.

Manufacturer narrative:
Initial.